Manufacturer narrative:
This investigation will be updated should further information be provided. At this time, the electrode remains implanted and in service.

Event description:
It was reported that during post implant optimizations, approximately one week post implant, system oversensing was observed. Specifically, oversensing was exhibited during provocation testing however it was reported that defibrillation testing was completed and exhibited successful conversion of ventricular fibrillation. The initial electrode implant was reportedly completed using a two incision technique and it was suggestive that the electrode tip had shifted post implant, as confirmed via post implant x-ray imagery. The physician elected to perform an electrode revision of the tip, using a three incision technique. Additional provocative testing was completed post lead revision however oversensing remained present. The patient was discharged with a follow-up to be completed in the upcoming weeks.